Manufacturer narrative:
The probable root cause cannot be determined based on the information provided. Since the product was not returned and the system log review didn¿t show any related errors, the reported event was unable to be confirmed or replicated. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, arcing was observed when using the monopolar instrument. Initially, it was thought to be a defective cover, but after replacing the cover with a new one, the issue persisted. The staff decided to remove the instrument, and the surgeon proceeded to close the case, which was completed robotically. The technical support engineer inquired if the instrument would be sent back for investigation, and it was confirmed that it would be sent back. No patient harm occurred.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The staff decided to remove the instrument, and the surgeon proceeded to close the case, which was completed robotically. The technical support engineer inquired if the instrument would be sent back for investigation, and it was confirmed that it would be sent back. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.